Event description:
The customer observed a false positive architect troponin result generated on an architect i2000sr analyzer for a two-month-old infant. Sid 9001 initial result = 317.5 pg/ml, repeat result = 322.3 pg/ml. After peg treatment, the result was 4 pg/ml there was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, 510k k191595.